Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, infection, red, hot, painful and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported injecting a patient with belkyra. It is assumed the skin grid was used. Patient developed swelling after the injection for about 5 days which resolved. About 3 weeks later, the patient developed what was likely an infection that was red, hot, painful and swollen. The severity of the event was considered to be moderate. Patient was treated with augmentin and symptoms resolved 5 days later but still has a lump in their neck.